Manufacturer narrative:
(B)(4).the reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis event was unknown. The patient was hospitalized for 6 days. The patient was treated with unknown antibiotics for peritonitis. At the time of this report, the patient was recovered from peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 4 of 4 involved in this event.